Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, the root cause of this event cannot be conclusively determined with the available information. Although edwards was unable to perform device analysis, this event was likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included ckd and chf nyha class ii. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of three (3) years, seven (7) months due to severe mitral stenosis and mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. The valve was deployed and transesophageal echocardiogram demonstrated no mitral valve insufficiency. The patient tolerated the procedure well and was transferred to the cardiothoracic ICU in stable condition. The patient was discharged home with home care on pod #7 in stable condition.

Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 27 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of three (3) years and seven (7) months due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 29 mm edwards transcatheter heart valve. No additional details were provided.